Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to between 19mmol/l and 20 mmol/l mmol/l (342 mg/dl and 360 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Upon removal of the pod, it was noticed that the infusion site "became red and inflamed with a hard lump". As treatment, a new pod was applied.